Manufacturer narrative:
The product was not returned to abbott vascular for analysis. This complaint appears to be related to a manufacturing issue associated with leak issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. A review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The additional indeflator is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified and mildly tortuous vessel in the mid right coronary artery (rca). The vessel was pre-dilated with a non-abbott balloon 3-4 times and during the 4th inflation, the indeflator was unable to pull negative and couldn't inflate the balloon. Another indeflator was used, however, it was also unable to pull negative and couldn't inflate the balloon. Another indeflator was used and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.